Manufacturer narrative:
Device analysis: "1 empty syringe of 1.0ml received in an opened tray without cap nor needle. No defect observed."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, healthcare professional had the, "needle pop off" and product was lost. Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used for the injection.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ after use, treatment syringes and needles may be potential biohazards. Handle and dispose of these items in accordance with accepted medical practice and applicable local, state, and federal requirements. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, healthcare professional had the, "needle pop off" and product was lost. Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used for the injection.